Event description:
There have been repeated pap specimen mislabeling incidents with the thin prep container. This is because the mfg container does not have a seal or other method to confirm that a container has been opened and used. Currently red plastic seals are being hand placed across the top and sides of the containers by medical ctr staff to allow visual indication when the bottles have been opened. This simple process has helped to decrease mislabeling events, although it will not completely eliminate the problem. It is requested that the MFR implement a system such as this to avert mislabeling incidents. Several requests have been made to the MFR with no resolution. MFR promises to discuss but it ends there.